Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facilities representative reported that during an intraocular lens (iol) implant procedure, after lens was placed in the eye, a dimple was noticed on the iol. The surgeon decided to remove the lens. A vitrectomy was performed. Surgery was completed. Additional information was requested.